Manufacturer narrative:
(B)(4). Date sent: 6/09/2026. D4: batch #809d93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was received with no apparent damage an with a gst60b reload present. The reload was received fully fired, however, the reload pan channel showed several dents extending from the proximal to near the distal end. Upon removal of the pan, a visual inspection of the reload body revealed slight scratches on the internal pocket area. It is possible that the proximal end of the pan became caught between the knife, causing the observed damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. No conclusion could be reached as to what may have caused the reload pan to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9990c, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 809d93, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.